Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident was 198 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The alarm occurred during a bolus delivery; the alarm recurred several times in a row. The device also alarmed signal too low on a consecutive basis. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump passed the functional testing, including the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected restart or external ram crc error alarms were noted during testing. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.